Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to instability. Patient fell, broke the liner in their existing tha. The liner, stem, and head were removed. Doctor used a revision stryker stem/ head and used our dual mobility implants for the acetabular side. There was loosening of the stem at the bone to implant interface. Doi: unknown; dor: (B)(6) 2022; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Review of the photographic evidence did not definitely confirmed the fracture allegation. Per the provided evidence, it can not be observed the fractured area, however it can be observed that poly liner presented an edge loading which caused deformation to the device's edge. The poor quality of the photo does not allow to visualize if there is any fracture on device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Device history review: a manufacturing record evaluation was performed for the finished device (122136452/h21911) product and lot numbers, and no non-conformances were identified.